Event description:
As reported by a field clinical specialist (fcs), during a tav in sav procedure with a 20mm sapien 3 ultra resilia valve (s3ur), the ic used a 20 atlas gold to fracture the non-edwards surgical valve and it either ripped or overexpanded the initial 20mm s3ur, we implanted another 20mm s3ur due to wide open ai. Patient is stable and extubated, doing well. Upon follow up, the fcs advised that the term "ripped or overexpanded the initial 20mm s3ur," was suggesting that the bav balloon (20mm atlas gold) used post-tavr deployment may have torn the leaflet of the 20mm s3ur tavr, leading to significant aortic insufficiency (ai). It is unclear if there was damage to the initial s3ur, but regurgitation was observed on tte, classified as moderate to severe. No other ew devices were damaged during the case.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for deployed valve exhibits central regurgitation was confirmed according to the report of fcs (field clinical specialist). A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'during a tav in sav procedure with a 20mm sapien 3 ultra resilia valve (s3ur), the ic used a 20 atlas gold to fracture the non-edwards surgical valve and it either ripped or overexpanded the initial 20mm s3ur, we implanted another 20mm s3ur due to wide open ai.' Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, post-dilation with non-ew device (atlas gold) was performed to fracture the pre-existing surgical valve and the central regurgitation was observed. Per training manual, post-dilation could have the risk to over-expand the valve leading to central regurgitation, and it was also recommended to use the same delivery system for the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.